Event description:
During evaluation of a returned spectrum pump, the device did not detect an open door. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation it was found that the device did not detect an open door. The cause was identified to be the upper hook switch not working. The upper auxiliary requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.